Event description:
A caller reported a cartridge alarm 20 issue that occurred during the insulin pumping process. The customer's blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact. Despite following proper loading techniques with a new cartridge, the alarm recurred, and the caller was unable to resume insulin therapy. Tandem technical support agreed to replace the customer¿s pump and the faulty cartridges. The customer plans to use multiple daily injections (mdi) as a backup therapy and was provided with instructions on how to handle the replacement process, including storing the problematic pump before returning it. In a follow-up, the customer inquired about the status of the replacement pump and was informed about the shipment details, including an email with the tracking number.